Event description:
It was reported the device will not dock. As a result there was an hour delay in a case. The case was completed successfully. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The field service technician found broken fins on macerator impeller. The tech replaced the impeller and returned the unit to service.